Event description:
The facility's tech reported an infusion pump with fail code 808:05. The hosp rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event.